Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found that the central station was up to its limit for programmable telepacks. Customer was advised to disconnect all the telemetry devices that were not in use at the facility.